Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 13.8 mmol/l. Customer reported they received the open book image on the insulin pump's screen. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.